Event description:
It was reported a spectrum pump failed to alarm downstream occlusion during therapy in the telemetry unit. The customer reported an infusion was set up to deliver saline at 100 ml/hr at 6:30 pm. It was not until 3:30 am the customer realized the pump had barely infused any fluid to the pt. A new pump as connected which immediately alarmed for downstream occlusion. Upon inspection of the set up, it was discovered the roller clamp was closed at the IV site on the pt. The roller clamp was opened and therapy was continued. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.